Event description:
The customer contacted beckman coulter, inc. (Bec) to report suppressed results for ammonia for three (3) patient samples assayed with ammonia reagent on a unicel dxc 800 pro synchron chemistry analyzer. The suppressed ammonia results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the original ammonia assays for the three (3) patient samples yielded error messages on the analyzer. The customer diluted the three (3) patient samples 1:3 with saline and reassayed for ammonia. Numerical results were obtained. (B)(4) quality control data were reviewed. Results were within the laboratory's established ranges at the time of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the cc sample syringe glass barrel assembly which was observed to be worn. In addition, the fse performed probe, mixer, and wash station alignments. The fse calibrated the ammonia assay and performed a 10 point precision analysis. The results obtained were within acceptable specifications.